Manufacturer narrative:
Device received with cracked lcd window and cracked case at the display window corner. Device passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. No unexpected no delivery alarm noted during the testing. Device primed properly. The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report.

Event description:
Incident date has been changed to (B)(6) 2018.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 600 mg/dl. Customer also reported that insulin pump had no delivery alarm and damage to the battery compartment. The insulin pump will be returned for analysis.